Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000113733. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that after a fall, patient experienced ineffective stimulation. X-rays showed that one lead migrated. Reprogramming was attempted to no avail. Lead diagnostics showed all impedances were within normal limits. Surgical intervention was undertaken wherein the right lead was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Correction d4: serial number should have been (B)(6) instead of (B)(6). Lot number should have been a000113733 instead of a000113556. Expiration date should have been aug 13, 2023, instead of aug 11, 2023. Primary unique device identification (UDI) number should have been (B)(4) instead of (B)(4).

Event description:
Additional information received identifies the right lead as serial number (B)(6).